Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event was reported to hypercarbic respiratory failure. Therefore, the event is not related to the procedure nor the device. Clinical factors that may have contributed to the patient's death include the patient's unique anatomy, clinical condition, and related comorbidities.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
It was reported that the patient was in the ICU with multiple concerns such as hemolysis, acute anemia. The patient was treated with antibiotics, stress dose steroids, vasopressors. The family decided to change patient's status to dnr/dni and the lvad was turned off. The cause of death was determined to be "acute-on-chronic hypercarbic respiratory failure with delirium, septic shock." The medical team does not believe the death is device-related. The patient will not have an autopsy nor will be the pump be returned. The peripheral devices were disposed of at the site.